Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, or angulation or kink in the delivery system upon deployment. Information from the field indicated that there an unknown delivery system was used and there was no any angulation or kink in the delivery system upon deployment. There was any interaction with cardiac structures during deployment. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was chosen for implant using an unknown delivery sheath. During deployment, the device had a bulbous deformation on right atrial disc. The deformed device was never released from the delivery cable while inside the patient. The device was removed. It was noted that the device made contact with the cardiac structures during deployment. There was no report of any angulation/kink noticed with the delivery system. A new unknown size abbott device was selected and implanted using same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.